Event description:
It was reported that an attempt was made to cross the cto using the balance weight universal guide wire. When the guide wire was unable to cross the lesion, the physician attempted to withdraw the guide wire from the patient and it broke in half. No patient injury was reported.